Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 7/29/2015, electrode belt 2/15/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. The patient was unconscious and at the hospital at the time of the event. Review of the download data, indicates the patient received one shock in response to CPR/motion artifact. The device started up on (B)(6) 2020 at 19:02:51. Asystole was detected at 08:04:01 when the patient was in an idioventricular rhythm at 20 bpm degrading to asystole. From 08:04:13 to 08:04:45, the device detected an arrythmia two times when the patient's rhythm was asystole with CPR artifact, transitioning into ventricular tachycardia (vt) at 110 bpm. The device detected a non-treatable rhythm at 08:04:55 and detected an arrythmia at 08:05:13 when the patient was in vt at 110 bpm transitioning to asystole. Gel was released 08:06:11. The patient's rhythm at the time of the treatment at 08:06:33 was CPR/motion artifact. The patient's post shock rhythm was an idioventricular rhythm at 80 bpm with pvc's and motion artifact. At 08:07:41 the device detected an arrythmia when the patient's rhythm was asystole with CPR artifact. The electrode belt was disconnected on (B)(6) 2020 at 08:07:55 when the patient was in severe bradycardia at 10 bpm with CPR artifact. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2020.